Manufacturer narrative:
This event is a duplicate of FDA report number 2649622-2023-34431. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transvenous extraction of a left bundle branch area pacing (lbbap) lead. The authors described a patient who presented to the clinic with redness and swelling over the implantable pulse generator (ipg) area and was diagnosed with a pacemaker pocket infection approximately six months after the implantation. The device pocket had perforated and there was pus discharge. Blood cultures were negative, but methicillin-sensitive staphylococcus aureus (mssa) was detected in the wound culture. The intracardiac echocardiogram in the superior vena cava and right atrium revealed a lead-to-lead adhesion at the bifurcation of the innominate vein, but there was a little adhesion between the leads and the superior vena cava wall. The lbbap lead became stuck at the innominate vein bifurcation, probably owing to the lead-to-lead adhesion. It was decided to extract the atrial lead first. After the atrial lead extraction, the lbbap lead became unstuck and was successfully extracted. The screw of the lbbap lead was covered with translucent fibrous tissue and had myocardium attached to the tip. The day after transvenous lead extraction, the patient was reimplanted with a new ipg and lbbap lead. The patient was discharged after two weeks of cefazolin, as the infected wound healed. The status of the device and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: transvenous extraction of a left bundle branch area pacing lead and an attempt to reimplant it: a case report. Heart rhythm case reports. 2024; 10:671¿675. Doi: 10.1016/j.hrcr.2024.06.017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.